Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 360 mg/dl. Customer initially had a blood glucose level over 240 mg/dl. However, customer has taken an injection for high blood glucose levels and does not have high blood glucose levels any longer. Troubleshooting was done and advised customer to change the set if needed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.